Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery with moderate calcification and moderate tortuosity. Prior to use the 4.0x12mm nc trek balloon dilatation catheter (bdc) was not prepped (air aspirated). The bdc was used in the procedure; however, under angiography the balloon was noted to only partially inflate. After removal of the bdc, blood leakage was noted at the joint of the bdc shaft. Another same size nc trek was used to complete the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 clarifier - incorrect prep the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. It was reported that the device was not prepped (air aspirated) before use. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, instruction for use (IFU) states to perform air aspiration prior to inserting in the body, otherwise complications may occur. In this case, it is unknown if the reported violation of the IFU caused or contributed to the complaint. A cine was received and reviewed by an abbott vascular clinical specialist: the cine analysis confirmed the reported leak. In this case, it is possible that the device was inadvertently mishandled and/or interacted with lab equipment and/or accessory device such that the joint of the bdc shaft became damaged and subsequently resulted in the reported leak and inflation issue; however, without having the device to analysis, a conclusive cause for the reported complaints could not be determined. The investigation was unable to determine a conclusive cause for the reported complaints. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device. Na